Manufacturer narrative:
The product has not been returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints in the reported lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported a patient with unhappy vision quality following multifocal intraocular lens (iol) implant. One month following treatment a lens exchange was performed for a monofocal iol. Additional information received, one day following the lens exchange of the left eye the patient experienced corneal edema. The surgeon reports the edema is likely to resolve and no other patient harm reported.